Event description:
Stent placed in left ureter in 2007. During removal two months later, the stent broke in 2 places. Retained stent had to be surgically removed. Dates of use three months in 2007. 62 days. Diagnosis or reason for use: post laser lithotrypsy.